Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under indications, ¿all metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue.¿ (B)(4).

Event description:
It was reported patient underwent procedure on (B)(6) 2013 utilizing an affixus nail. When the surgeon inserted the screw into the bone, it was determined to be the incorrect length. Upon removal of the screw, the end of the solidlok tip fractured into the screw head. Fractured piece was retained by patient. No revision procedure scheduled. No further information has been provided.

Manufacturer narrative:
Evaluation of device found evidence that suggests failure mode was due to torsional overload.